Event description:
It was reported to boston scientific corp, that a resolution clip device was used during egd (esophagogastroduodenoscopy) in the stomach, performed in 2009. According to the complaint, during the procedure, there was a bleed clipped with the resolution clip. After successful deployment of the clip, a small piece of foreign matter came off the clip catheter into the pt's stomach. The foreign matter was retrieved with bsc biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.